Manufacturer narrative:
H6 codes were corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative (rep) reporting that the alarm was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Product ID: 8703w, lot# l63759, implanted: (B)(6) 2000, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient reported that the pump had not been serviced since 2009. Patient stated the battery had been beeping since the other day and it started beeping all the time and it would not stop. Patient clarified the pump was stagnant in his stomach for all those years and now it had gotten tothe point where they could not sleep or do anything because of the beeping. Patient was looking to have the pump removed or at least get the alarm disabled. Patient stated he does not have a healthcare provider (hcp) and he had tried to contact all hcp in a 150 mile radius but they had not returned his call. Agent was sending a message to the local field representative (rep) about patient call. Patient mentioned that this was the 3rd pump that they had implanted. The patient stated this current pump flipped over and the catheter kinked. Additional information was received from the company representative (rep) reporting that end of service (eos) alert that loops back to the same alert when she presses "shut down pump." The patient reported that he had not used the pump in years. Implant date confirms the pump had been in eos for several years. Patient stated that he last heard it alarm this morning. Patient stated that the pattern changed over the last 2 days. Patient stated that it was beeping incessantly not stop then 2 days ago, it had a 2-minute delay, and yesterday a longer delay and this morning it was beeping on and off in sessions of several beeps then would stop for a few minutes. Company rep stated that they had not heard the pump alarm since she interrogated. No active alarm banner on the home screen. The company rep then called backdue to the pump still alarming and that update option was not available the company rep then stated that the pump was updated. Company rep would wait with the patient a little longer to confirm the pump alarm was actually silenced.